Event description:
The sales rep reported that there was a patient that had a stuck valve. When the valve moved, a confirmation beep was received with the programmer. A film verified that the valve was not where it was supposed to be. There was another attempt to program the valve and there was no beep, but it was confirmed with fluoro. The patient was successfully reprogrammed and verified with fluoroscopy.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.